Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No batch # was provided by the customer. Unfortunately without basic information, a thorough investigation is not possible. After a site visit made by gbo product specialist, it is believed the needlestick to be due to user error. No defects/malfucntions were reported with the safety blood collection set. Therefore the complaint is closed as not confirmed. Complaint has been filed for documentation purposes due to the needlestick injury. Please handle our products according to their instructions for use. We appreciate it being brought to our attention as we continuosly strive to improve greiner produts and services.

Event description:
Customer advised that a user error resulted in a needle stick. User would terminate the venipuncture by removing the needle from the patient's vein and attempt to engage the safety similar to a prior competitor's device used.